Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay reporter/ wife contacted lfs on (B)(6) 2011 alleging inaccurate high readings on her husband's one touch ultra 2 meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2011 and obtained the following information: the reporter mentioned that on (B)(6) 2011, he tested his blood glucose in the morning at 8:15 am and obtained a 220 mg/dl. He felt fine and did not exhibit any symptoms. He claims that is considered a "normal" reading for him in the morning. He then took 30 units of lantus (set amount) and 30 units of r insulin ( based on the meter reading) after obtaining the reading. He ate a normal breakfast and at lunch. He had not tested his blood glucose since the morning. He claims maybe an hour after eating lunch around 3:15pm, his eyes were rolling back, had slurred speech and "was not making sense". His wife contacted the ems and when they tested the patient using their ultra 2 meter they obtained a 45 mg/dl. His wife then tested him on his meter and obtained a 35 mg/dl. Ems treated the patient with oral medication. He does not think he was treated with anything else. He claims he felt better shortly after treatment. He does not recall what the paramedic's meter reading was prior to them leaving; however he had tested his blood glucose at 5:48pm and obtained a 206 mg/dl and felt that was "normal". He felt that the reading in the morning was possibly incorrect, which lead him to take too much insulin. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that he had taken insulin based on an alleged high result and later developed symptoms and had to seek medical attention for a blood glucose reading of 45 mg/dl on the paramedic's meter.